Event description:
During the procedure, a cardiac perforation was noted. When maneuvering the advisor hd grid x catheter from the anterior wall of the left atrium to the left veins, as the left anterior carina was approached, the catheter pushed into a diverticulum/pocket just inferior to the appendage. This structure was observed on the CT scan after the procedure. The advisor hd grid x catheter paddle pushed through the perforation and collected model geometry in the pericardial space. The physician does not allege the advisor hd grid x catheter to be the cause of the perforation. A non-(B)(6) sheath (faradrive) was used and is alleged to be the cause of the perforation as effusion was noted after the transseptal puncture. As the advisor hd grid x catheter was able to collect geography in the pericardial space, the pericardial effusion was checked with ice. The paddle also is unlikely to perforate and upon review, the paddle entered first, not the shaft. This lead the physician to believe that the advisor hd grid x catheter was not the cause of the perforation. There was no visible damage noted to the advisor hd grid x catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).